Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-jan-08 regarding a patient receiving unknown morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was noted that when the patient used the personal therapy manager (ptm), his eyes needed a cataract so bad, he could not see very well, and everything was a cloud. It was reported that the patient's ptm displayed code 8286, indicative of an empty reservoir. It was noted that the patient was not due for a refill until (B)(6) 2018 and had not recently had a refill. The patient thought he had an appointment with the healthcare provider (hcp) this week (relative to 2018-jan-08). At first the patient described the ptm showing a serial number on the screen, but it was determined that the ptm showed bolus denied with the 8286 code. It was noted that the ptm had been banged around quite a bit, but never failed to work. He tried it with and without the antenna. The patient had not heard any alarms. At first the patient stated that he noticed the issue on (B)(6) 2018, but thought it was a fluke and later stated that he really noticed it on (B)(6) 2018 when he was awoken by the screen on the ptm. The patient then stated that it was on (B)(6) 2018 that something was not right. The patient reportedly experienced back pain that felt "like a knife sticking," and could not move without it shouting. It was noted that the patient felt the symptoms had been going on for a couple of days, but later the patient stated that he noticed the difference on (B)(6) 2018. It was noted that the patient also called and left a message for a manufacturer representative on 2018-jan-08. The patient was to follow-up with a hcp. No further complications were reported or anticipated.